Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Work performed: observation ¿ could not duplicate the problem and found the bump sensor illuminated on the camera. Action taken ¿replaced the camera. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mps reported inaccurate cuts ranging from 3-6mm between medial, lateral, and deep on the posterior. They initially planned for a size 6 femoral implant, but the surgeon was only able to fit a size 5. Planar probe was used and determined posterior & posterior chamfer cuts were off. Case type: tka 2.0 as reported via complaint form: bone cuts not accurate.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.